Event description:
It was reported that the customer had a backlight anomaly on the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer insulin pump is not currently in low battery status. The customer stated that the backlight will come on and off real fast. The customer was advised after troubleshooting was performed that the insulin pump need to be replaced. The customer was advised that we are sending replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The back light functioned properly. However, the pump had a cracked reservoir tube lip.